Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports that he has not used his ipg for approximately three months because he turned off his system while undergoing treatment for underlying health issues. The ipg is unable to communicate with the external devices. Follow up information identified a sjm representative confirmed the ipg is inoperable. Surgical interversion is pending to address this issue.